Event description:
It was reported that the nurse in charge found that the patient's heart rate waveform was disturbed during the use of the equipment, and the patient's physiological data could not be monitored, and the patient's condition could not be analyzed. The monitoring data is inaccurate and cannot be monitored in time for patients. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporter phone #: (B)(6).